Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found there were no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the investigation results, scope detection does not work, could not be identified. Based on the facts obtained from the investigation, the phenomenon was reproduced on inspection by the repair department. Therefore, it is presumed that the scope detection does not work due to a failure of the slide detection on the output socket. The root cause could not be identified. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿not applicable as there was no ground for determining the cause of this phenomenon to be the misuse of users.¿ olympus will continue to monitor the field performance for this device.

Event description:
It was observed that during the device evaluation, the light source exhibited a faulty scope socket and the scope detect slide on the scope was not function properly. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.